Manufacturer narrative:
Initial and final MDR 1911590 - MDR 8021545-2024-02029 - device 2 of 2. E1: patient city: (B)(4). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on 12-jun-2024. No further information available.